Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, there was the possibility that this phenomenon was attributed to the aging deterioration if used frequently or the accidental failure of the electric parts of the power supply unit because over four years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the spare lamp error was showed, and the examination lamp didn¿t light up and the emergency lamp lit up due to the failure of the converter unit which was probably caused by high voltage or surge input to the converter. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the examination lamp didn¿t light up. There was no report of patient injury associated with the event.